Event description:
The customer stated smoke was observed from the axsym monitor upon startup. Abbott field service was dispatched and found no evidence of burning or smoke from the monitor. Field service replaced the monitor. There was no adverse impact to patient management or injury to personnel reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated smoke was observed from the axsym monitor upon startup. Abbott field service replaced the monitor. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.